Event description:
It was reported that a doctor was trying to pull a lead through tissue when replacing an implantable neurostimulator (ins), and the lead broke below the zero contact. No symptoms, interventions, or outcome were reported. Additional information could not be obtained at the time of the report. If additional information is received, a follow-up report will be sent. This event was previously reported as part of MFR. Report #3007566237-2014-03533. Any additional information received regarding this event will be sent as part of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).